Manufacturer narrative:
On (B)(6) 2017 a medtronic representative, following-up at the site, reported inspecting the navigation system and the articulating arm was working properly. The site biomed department cleaned the articulating arm very well, removed debris from the joints and after testing, confirmed the articulating arm was working fine. No further issues have been reported. Issue resolved by site biomed maintenance.

Event description:
A medtronic representative received a report from a site operating room (or) repair representative that their navigation system articulating arm that would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.